Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the left transfemoral artery was used as the access site for the delivery catheter system. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, a peripheral vascular t hromboembolism occurred. Immediately following transcatheter aortic valve implantation (tavi) there were no problems with the blood flow in the lower limbs, per final contrast study. The next day, the dorsal artery and posterior tibial artery (pta) of the left lower limb were not heard by doppler ultrasound, and the left lower limb was slightly pale in color and cold to touch. Discomfort in the leg was also felt. Echocardiogram of the lower extremity showed no problems with the popliteal artery, however "no colors were visible" for the dorsal artery or the pta. After the patient was released from bed rest, a left lower limb doppler ultrasound was performed again. The pta could be heard, but the dorsal artery could not. An additional blood flow exam up to the point of the toes was requested in the post-operative computed tomography (CT) scan. The scan showed a left superficial femoral artery occlusion. Two days after the tavi, endovascular therapy (evt) was performed on the left superficial femoral artery. A large amount of thrombus was confirmed with intravascular ultrasound (ivus) and suction was performed. A lower extremity angiography was performed and stenosis was observed in the superficial femoral artery (sfa), however the physician decided that no further procedures will be performed due to the patient's lung cancer, and the procedure ended. Three days after tavi, the patient was discharged with good post-operative progress. Per the physician there was no causal relationship between the device and the adverse event, while the relationship between the procedure and the adverse event is unknown. No additional adverse patient effects were reported.